Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement was not reported. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting and perforation of all filter struts outside the wall of the ivc with multiple struts perforating into surrounding tissue/organs. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc and organ perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting and perforation of all filter struts outside the wall of the inferior vena cava (ivc) with multiple struts perforating into surrounding tissue/organs. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The patient is deceased. Based on the information available, there is not enough information to relate the patient¿s demise to the device.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting and perforation of all filter struts outside the wall of the inferior vena cava (ivc) with multiple struts perforating into surrounding tissue/organs. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The patient is deceased. Based on the information available, there is not enough information to relate the patient¿s demise to the device. Per the implant records, the patient was reported to have a history of metastatic ovarian cancer, deep vein thrombosis (dvt), recurrent pulmonary embolism (pe) and coumadin failure. The right femoral vein was accessed using seldinger technique. A venous sheath was secured in position. A catheter was advanced over the wire into the inferior vena cava and 40 ml of contrast was injected. The bilateral common iliac veins, bilateral renal veins and hepatic veins were identified; a long sheath was placed caudal to the renal veins. The cordis trapease ivc filter was successfully deployed distal to the renal veins and excellent position was confirmed by fluoroscopy. The patient tolerated the procedure well. Approximately three years after the filter was implanted, the patient underwent a computed tomography (CT) scan indicated for filter evaluation. The reformatted images were later submitted for review. Per review findings, the superior end of the cordis trapease permanent ivc filter is at the l1-2 interspace. The ivc filter is tilted medially at the superior end and it contacts the ivc wall; it is also tilted laterally at the inferior end and it contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 7mm with multiple struts extending extraluminal. The report also noted that the original function of this ivc filter is permanent and therefore, cannot be removed by a percutaneous approach. According to the information received in the patient profile form (ppf), the decedent experienced ivc perforation, perforation into organs and tilting of the filter, and became aware of these events approximately six years and three months after the filter was implanted.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting and perforation of all filter struts outside the wall of the inferior vena cava (ivc) with multiple struts perforating into surrounding tissue/organs. The information also indicated that the patient is deceased, however a cause of death nor a relationship to the device was provided. The next of kin reported becoming aware of perforation, perforation into organs and tilting of the filter approximately six years and three months post implant. According to the implant record the patient¿s history consisted of metastatic ovarian cancer, deep vein thrombosis, recurrent pulmonary embolism and coumadin failure. The filter was placed via the right femoral vein and deployed distal to the renal veins. The patient tolerated the procedure well. Approximately three years after the filter was implanted, the patient underwent a computed tomography (CT) scan indicated for filter evaluation. The reformatted images were later submitted for review approximately six years and six months later. The review noted that the superior end of the cordis trapease permanent ivc filter is at the l1-2 interspace. The ivc filter is tilted medially at the superior end and it contacts the ivc wall; it is also tilted laterally at the inferior end and it contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 7mm with multiple struts extending extraluminal. The report also noted that the original function of this ivc filter is permanent and therefore, cannot be removed by a percutaneous approach. There is currently no additional information available for review.the product was not returned for analysis and the sterile lot number provided is invalid; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation of ivc and into surrounding tissue/organs could not be confirmed or further clarified. Due to the nature of the complaint the relationship between the patient death and the filter could not be established, as the medical records and cause of death were not provided. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.